Event description:
The customer's mother reported that the insulin pump had an off no power anomaly. The customer's mother had changed the insulin pump's battery the night before and was changing them more frequently. The customer's mother does not recall seeing low battery alarms. However, the customer did receive a low battery alert prior to the off no power alert. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.